Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a cardiogenic shock patient in need of percutaneous coronary intervention (pci) support the ¿check iab catheter¿ alarm was generated and blood was found in the tube. The event took place 3 days after insertion. After the event the iab was removed and therapy ended. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. The returned sheath was over the catheter but it was not a maquet product. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.038cm in length. The reported problems were most likely triggered by the leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a cardiogenic shock patient in need of percutaneous coronary intervention (pci) support the ¿check iab catheter¿ alarm was generated and blood was found in the tube. The event took place 3 days after insertion. After the event the iab was removed and therapy ended. There was no reported injury to the patient.